Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a raw irritation underneath the lifevest electrodes. The patient's daughter, who was a nurse, advised the patient to use skin prep on the irritation. Follow-up attempts were unsuccessful and the medical outcome of the irritation is unknown.